Event description:
An optometrist reported a patient experienced fuzzy vision approximately 1 month post lasik surgery and was reported to have very faint microstriae near the temporal pupil margin in the left eye. No additional treatment needed. The patient has a follow up appointment scheduled for the near future. Additional information received states that the patient was seen in follow up and noted to have clear corneas and is no longer complaining of blurry vision.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).